Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon articulated the jaw of reload and clamped the tissue of appendix.then tried to re-clamp the tissue again, however the device did not react. The procedure was completed with another device. The status of the patient is no problem.